Event description:
It was reported that during a de novo, mid, right coronary artery stenting procedure, a xience prime 3.5 x 23 mm stent was implanted and a proximal dissection occurred. A xience prime 3.5 x 18 mm stent delivery system (sds) was advanced, the balloon inflated to nominal pressure and a xience prime 3.5 x 18 mm stent was implanted to treat the dissection successfully but resistance was felt with the inflation of the balloon and deflation of the balloon after the stent deployed. Reportedly, the balloon appeared ball shaped [bunched] on the distal sds. An attempt was made to re-inflate the balloon to remove this ball [bunched] area, but the balloon could not be deflated further. The xience prime 3.5 x 18 mm balloon was removed with much force through the guiding catheter. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience prime, is being filed under a separate manufacturing report number.